Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The pressurewire instructions for use (IFU) directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. In this case, it could not be determined if using a smaller sized guiding catheter caused or contributed to the reported difficulties. The investigation was unable to determine a cause for the reported failure to advance. It may be possible that during the attempt to cross the lesion, while pushing against resistance, the pressurewire was damage/kinked resulting in resistance/difficulty during removal; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed in the right coronary artery with mild calcification and moderate tortuosity. It was noted a sheath less than 6f was used. The pressurewire x, wireless device was inserted and resistance was felt. Due to patient anatomy, the device was unable to cross the lesion and resistance was also met during removal. The device was able to be removed. The procedure was completed without using a replacement device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.